Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection, foreign body reaction and wound dehiscence are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection, foreign body reaction and wound dehiscence.

Event description:
Healthcare professional reported "infection" and patient was treated with antibiotics. Later healthcare professional reported no growth on cultured test. Later healthcare professional reported implant exposure and wound dehinscense. This record is for the right side. The device was explanted.